Manufacturer narrative:
Initial.

Event description:
It was reported that the device clip broke, the ilet fell, and the screen cracked across the device, after which the patient found it difficult to unlock the device and announce meals; a photo of the damage was provided and a replacement device was arranged, with guidance to use backup therapy. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose and no need for medical care. Investigation included review of the case details and user-provided photo. Investigation of this case revealed external damage to the display assembly consistent with accidental drop following clip failure, resulting in impaired user interface function. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact following accessory clip breakage.